Event description:
Patient called in 2002 alleging that their one touch ultra meter was reading inaccurately high. Patient claims that because their meter read 45 mg/dl, patient went to the emergency room. Patient claims that they tested on their spouse's meter and patient received a 279 mg/dl. Patient also claims that they were concerned because when they retested at a later time, patient received a 550 mg/dl and patient was feeling fine. Unknown what treatment the patient was given at the ER. The control test on the meter was within range. Unable to contact the customer to obtain more information. Sending letter.